Manufacturer narrative:
Follow-up #1 date of submission 12/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/25/2015 with the following findings: a review of the black box data showed unexplained reboots. A visual inspection of the pump showed that the battery compartment was cracked. No battery cap was returned with the pump. A test cap was used and was able to secure on to the pump. The pump powered on normally and was exercised for 24 hours with no reboots. The pump cover was opened internal moisture was found on the printed circuit board and internal components. No defect was found to the power circuit. The complaint was verified in the history but could not be duplicated during testing. Unrelated to the complaint, the display was dim and discolored. Additionally, the keypad cover was returned peeling at the ok button.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.